Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d4, h4, h6.

Event description:
Patient reported they "had my breast implants out last year as they were on re-call." It was later reported "peri-implant fluid", "cysts", and capsular contracture baker grade IV. The event of "cysts" is considered not device related. This is for the left-side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Un-reporting seroma.

Event description:
Patient reported they "had my breast implants out last year as they were on re-call." It was later reported "peri-implant fluid", "cysts", and capsular contracture baker grade IV. The event of "cysts" is considered not device related. This is for the left-side. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: device photograph(s) for the device related to the reported event of capsular contracture, anxiety - product/ procedure, cyst(s) and seroma-late requested on (B)(6) 2025. It is not possible to determine the lot number or catalog through the photos provided. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Anxiety - product/ procedure: unable to observe as it is a medical event that is not related to the device. Cyst(s): unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. The reported events of "capsular contracture, baker grade IV" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma-late.